Manufacturer narrative:
Continued from section d11: isaza scientific disposable inflation device, unknown model. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The balloon and a portion of the catheter, with pre-loaded wire guide, were included in the return. A visual examination showed that the catheter, including the balloon, along with pre-loaded wire guide had been cut from the rest of the device. The catheter had been cut approximately 15 cm from the distal end and the wire guide had been cut approximately 25.5 cm from the distal end. The proximal cut portion of the device was missing and not included in the return. Although adequate glue was present at the proximal balloon joint, a visual examination showed that the balloon material had separated from the catheter at the proximal end. The balloon material had curled at the proximal end indicating possible difficulty during removal. A ring gauge used to check smooth passage over the proximal balloon joint did not pass over the joint. The balloon had an accumulation of contrast on both ends. Due to the condition of the returned device, a functional test could not be performed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: the reported difficulty was due to the failure of the proximal balloon joint. The root cause of the balloon joint failure is unknown. An examination of the joint and balloon indicated it was manufactured appropriately. The condition of the balloon suggests excessive force was applied during removal. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. Corrective action a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure in either the esophagus or pylorus, the physician used a cook hercules dilation balloon (unknown rpn). The point of connection between the balloon and the tube was broken and they were unable to inflate or deflate the balloon. At the beginning [of deflation], the contrast was returning into the syringe well, but then "arrive a point that the balloon continue with contrast and they didn¿t allow to aspire it" [unable to completely deflate] and the balloon could not be removed from the working channel of the endoscope. They removed the endoscope with the balloon from the patient and cut the sheath of the balloon to remove it. They introduced the endoscope back into the patient to be sure the patient was alright. The patient did not suffer any injury during the episode. Per the cook sales representative, the balloon appeared to have been broken at the sheath, at the point of connection between the balloon and the blue plastic. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant medical products: isaza scientific disposable inflation device, unknown model. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Damage to the catheter can occur if the device experiences excessive pressure during handling. Prior to distribution, all hercules 3 stage wireguided balloons are subjected to a visual examination to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure in either the esophagus or pylorus, the physician used a cook hercules dilation balloon (unknown rpn). The point of connection between the balloon and the tube was broken and they were unable to inflate or deflate the balloon. At the beginning [of deflation], the contrast was returning into the syringe well, but then "arrive a point that the balloon continue with contrast and they didn¿t allow to aspire it" [unable to completely deflate] and the balloon could not be removed from the working channel of the endoscope. They removed the endoscope with the balloon from the patient and cut the sheath of the balloon to remove it. They introduced the endoscope back into the patient to be sure the patient was alright. The patient did not suffer any injury during the episode. Per the cook sales representative, the balloon appeared to have been broken at the sheath, at the point of connection between the balloon and the blue plastic. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.